Event description:
The customer reported an x-ray switch stuck error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.